Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the blood glucose monitor was reading in the incorrect units of measure. The caller reported that the accu-chek guide meter was reading in mg/dl and should be reading in mmol/l.